Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The pump was monitored and no unexpected restart alarm during testing. Time clock was monitored and no time clock anomaly noted. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, unexpected restart and time anomaly from the insulin pump. The customer's blood glucose reading was 404 mg/dl. The customer treated with manual shots. The customer stated that she changed out the batteries several times and received unexpected restart. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was unable to troubleshoot for high readings due to pump stuck in time/date loop.